Event description:
It was reported that during equipment testing conducted by two manufacturer field service technicians at the user facility, a doctor was stating that the saw was leaking. Upon follow-up the manufacturer technicians, they reported that a dark, oily substance was leaking from the oscillating head of the saw. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, a substance was found at the blade mount. Potential causes for fluid present in the device are cleaning habits by the user, such as improper draining, as well as improper lubrication, which are a probable cause of the reported leaking. The printed circuit board (flex assembly) and the motor were found to be corroded, which is a probable cause of the reported bias current warning. The contact pins were found to be corroded, which is a probable cause of the reported unintended activation.

Event description:
It was reported that during equipment testing conducted by two manufacturer field service technicians at the user facility, a doctor was stating that the saw was leaking. Upon follow-up the manufacturer technicians, they reported that a dark, oily substance was leaking from the oscillating head of the saw. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
It was reported that during the device evaluation at the manufacturer facility, the saw was running without user activation and then caused a bias current warning to be displayed on the console. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.